Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator circuit board was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that they could not power up the system and the system was down. There is no report of pt injury associated with this event.